Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient ipg pocket site incision was not closing properly. In turn, surgical intervention took place on (B)(6) 2020 wherein the pocket site was opened and slightly more room was created for the ipg addressing the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.